Event description:
During an acdf at c4-c5, c5-c6, the screw passed through the plate into the vertebra. Plate and screws were removed and replaced with another set. Two weeks postoperatively, pt experienced loosening of the screw. Surgeon removed hardware and fused pt. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation is on going, no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.